Event description:
It was reported to hewlett packard that the nursing staff was notified that there was something wrong with the pt. The nursing staff reported that the viridia info ctr never alarmed when the pt went into asystole. The "do not resuscitate" pt expired.